Event description:
It was reported that during the device implant and when performing the induction, the physiologist said that it was programmed to 18/24 but the time to detection took a lot longer. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).